Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion.

Manufacturer narrative:
Date of event is estimated.

Event description:
The external device displayed elective replacement indicator. The software is up to date indicating this is a true message. Surgical intervention may take place to address the issue.